Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional later confirmed baker grade iii and no left side rupture.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Photographic device analysis: a review of the device through photos noted, that the event was unable to be observed, since it is not related to the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and possible rupture on unknown side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07feb2024.